Event description:
Additional information received from the patient reported that it took a long time to connect and deliver a bolus. Agent assisted in deleting the data and they were able to get connected and successfully delivered a bolus without any problem.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they were having the issue of when requesting a bolus it was taking a long time an confirmed handset lags at 90% agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90%. Patient would call back if they need further assistance. Patient also mentioned issues with device holding a charge. Agent transferred to hcit for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving n/a (n/a n/a at n/a n/a) via an implantable pump. Omitted information pertaining to pump replacement in 700557885. It was reported that the handset was not doing what it was supposed to and would sometimes switch "to like a phone mode". When they are try to bolus the handset gets stuck at 91% for a really long time. It was noted to have started "over a year ago or so and had been getting worse over the last couple of months". Agent reviewed data and assisted the patient in deleting the data. They were able to connect to the pump with no lag.